Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. It was reported that the patient had 2 ¿ 3 syncopal episodes in (B)(6) 2024. Interrogation of the implantable cardioverter defibrillator (ICD) found that the patient had ventricular tachycardia (vt) and ventricular fibrillation (vf) and had been shocked by their ICD on (B)(6) 2024. Interrogation of the pump revealed no alarms. It was communicated that the patient had a history of arrhythmia prior to lvas implant, and the vt/vf in this event was not considered to be device or therapy related. The arrhythmia reportedly resolved upon ICD discharge. The patient was further treated with a beta blocker and potassium supplements. The submitted log files revealed no notable events or alarms and captured the pump functioning as intended at the fixed speed. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6) , with no further events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient reported 2 to 3 syncopal episodes this past month. Upon interrogation of implantable cardioverter-defibrillator (ICD) found that they had ventricular tachycardia (vt) and ventricular fibrillation (vf) and shocked on (B)(6) 2024. There were no alarms noted upon left ventricular assist device (lvad) interrogation however data only logged for the past couple days. There were no unusual events recorded in the log file. Additional information stated that the patient was started on a beta blocker and potassium supplements. They had atrial fibrillation (afib) pre-lvad. ICD was implanted prior to the vad. The event resolved upon ICD discharge.